Event description:
History of gel implants 21 years ago. Ultrasound indicated implant capsules calcified. Surgery 6/12/1998. Implants found to be ruptured. Bilateral capsulectomy with removal and replacement of implants was performed.